Event description:
Patient reports dentist stated byte treatment cannot move the teeth to current patient misalignment since they haven't moved at all since start of treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.